Event description:
Bypass unit was being set up for a procedure and when the machine was turned on it gave an error codee78. The staff was able to do a work around using parts from the heart lung machine from the same company. The patient was not in the or at the time this was discovered. The issue was taken care of and there was no delay in the procedure.